Event description:
It was reported that there were concerns that the reported subcutaneous implantable cardioverter defibrillator (s-ICD) had experienced premature battery depletion (pbd). It was also noted that the patient had a hematoma at the time of the report. The s-ICD was explanted and replaced. Additionally, the hematoma was removed. No additional adverse patient were reported.